Manufacturer narrative:
Correction: this is a duplicate report for MFR report # 2016493-2021-51899.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a,b,c,d and g grid, manufacturer narrative(chr,DHR, shr) a review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 05feb2015. The review was performed from the date of manufacture to the present date 04may2021. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Imdrf annex a grid.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.